Event description:
This case was initially received via regulatory authority (food and drug adminstration, reference number: mw5092004) on 16-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('right coil had migrated out of my fallopian tube') and pelvic pain ('debilitating pain') in a female patient who had essure (batch no. C18708) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization and disability), alopecia ("hair loss"), dyspareunia ("painful sex"), abdominal distension ("severe swelling in abdomen"), menstruation irregular ("sporadic periods"), mental disorder ("mental health issues") and depression ("depression"). The patient was treated with antidepressants and surgery (full hysterectomy, both tubes removed). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, alopecia, dyspareunia, abdominal distension, menstruation irregular, mental disorder and depression outcome was unknown. The reporter considered abdominal distension, alopecia, depression, dyspareunia, embedded device, menstruation irregular, mental disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('right coil had migrated out of my fallopian tube') and pelvic pain ('debilitating pain') in a female patient who had essure (batch no. C18708) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization and disability), alopecia ("hair loss"), dyspareunia ("painful sex"), abdominal distension ("severe swelling in abdomen"), menstruation irregular ("sporadic periods"), mental disorder ("mental health issues") and depression ("depression"). The patient was treated with antidepressants and surgery (full hysterectomy,both tubes removed). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, alopecia, dyspareunia, abdominal distension, menstruation irregular, mental disorder and depression outcome was unknown. The reporter considered abdominal distension, alopecia, depression, device dislocation, dyspareunia, menstruation irregular, mental disorder and pelvic pain to be related to essure. Batch no c18708. Production date 2014-01-28. Expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.